Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted and data from the reported event date of 13oct2024 was reviewed. A backup battery fault alarm activates at 12:38:05 on (B)(6) 2024 due to the battery not passing the load test. Backup battery faults were active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the resolution of the backup battery faults, troubleshooting steps, and if any product would be returned for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis the device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery alarms. Heartmate 3 patient handbook, rev. D, and heartmate 3 instructions for use, rev. C, under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient came into clinic for a backup battery replacement due to backup battery fault alarms. The backup battery was exchanged, but the backup battery fault alarms continued. The primary controller was exchanged. The log files were submitted for review and the affected controller was sent for assessment. The log file captured a loss of power to the mobile power unit on (B)(6) 2024. The system continued to operate at the set speed and was supported by the controller¿s backup battery until external power was restored. In addition, the heartmate log file captured intermittent backup battery fault alarms beginning at 12:38 pm on (B)(6) 2024. There were no other unusual events recorded in the log file event history.